Event description:
It was reported that a pump declared an alarm during the loading process. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific details. The customer was unable to successfully load a cartridge and resume insulin therapy, resulting in the recurrence of the alarm. Customer technical support assisted in troubleshooting and ultimately decided to replace the pump. The pump was under warranty, and the customer planned to contact a healthcare provider due to the absence of backup insulin therapy. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, which they acknowledged and understood.